Event description:
Procedure: lavh. Reportedly, after performing an lavh which the instrument had worked successfully, and after the uterus had been delivered through the vagina, the doctor went back in laparoscopically to check that there was no bleeding. Everything was dry, however, as she manipulated the bowel and fat using the ligasure lap, we heard a crack and noticed that one of the jaws had broken off of the instrument. We could not see how much tension was placed on the jaw at this time. The doctor then had to remove the broken jaw from the patients abdomen.